Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext. No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's internal wires are frayed. The mentioned that the left side internal wires are frayed and is wondering if that is why the ins is not charging to full. No symptoms were reported. No further complications were reported or anticipated.